Manufacturer narrative:
Analysis of the ins (sn #: (B)(4)) found that the output and telemetry were acceptable; however, the battery is near normal battery depletion. No significant anomalies were found. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. A computer longevity estimate was completed based on the parameters the device had when received for analysis and found that the device experienced normal depletion. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the ins depleted due to normal battery depletion. It was later reported that there was a suspected product malfunction and deficiency in the device performance, so it was unclear which was the case for the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient¿s ins depleted prematurely. The ins was replaced. There were no symptoms reported. No complications or further complications were reported.